Manufacturer narrative:
(B)(4). Two of 2 emdrs.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 3. The patient's ultrafiltration (uf) reading was 1448 ml, indicating the home patient (hp) drained 1448 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3448 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse and notified the nurse of the incidents of iipv that were found during the device evaluation.

Manufacturer narrative:
(B)(4). A review of the device logs confirmed an increased intra-peritoneal volume (iipv). The device was received operational and in good condition. External & internal visual inspections revealed no problems. The device was determined to meet the specifications relative to the iipv identified via device log review. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).